Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) impedances have gradually increased over the past four months to a high level. The rv and svc high voltage leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935-58 implantable tachy lead: 2013 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).